Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the rptr: the surgeon fired the stapler. He said there was no crunch and it did not "feel right." The surgeon opened the stapler and said, it was no longer attached to the anvil. The surgeon reattached the anvil to the stapler. The surgeon was told that he already fired the stapler. He replied that no staples were found and that it did not appear to cut so it did not fire. The surgeon was shown that it is hard to tell if there are staples present in the stapler and that the instrument will cut with or w/o staples present and to think of another option and not fire the stapler again. The surgeon fired the stapler a second time where bleeding then occurred. The bleeding was controlled with gauze and then suture. The blood loss was approx 200cc and the pt had to spend one night in the hospital. To correct the area, gauze and suture were used. Add'l info was rec'd on (B)(6) 2011: the original surgery was intended to be "one-day" with no overnight stay. There was no unanticipated...